Event description:
It was reported to boston scientific corporation that a leveen superslim electrode was used during radiofrequency ablation (rfa) of a 2-cm cirrhotic liver tumor performed on (B)(6) 2012. According to the complainant, the algorithm provided in the directions for use (dfu) was followed, but neither of the first two 15-minute sessions of energy delivery resulted in an increase in impedance. The electrode was repositioned and energy was delivered for another 15 minutes, but no rise in impedance was observed. The electrode was removed and inspected; no visible damage was noted. The procedure was completed with another leveen superslim electrode. There were no patient complications reported as a result of this event. The patient's condition was reported to be stable following the procedure.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.